Manufacturer narrative:
It was reported that the ventilator displayed technical error codes, signaling a turbine module communication error and power errors. Our field service engineer conducted an on-site investigation. Despite following the service manual's instructions to perform a power source reset, the issue persisted. Multiple attempts to update the software were also unsuccessful, as the equipment became locked and showed a system mode synchronization error. Several tests were conducted for troubleshooting, and it was determined that the error was due to a defective pcb main back-plane. The reported issues can be confirmed in the provided logs. The reported ventilator has not been fixed yet and it was planned to be shipped for repair in the manufacturer site. However, despite several reminders we didn't receive it yet. The pcb main back-plane serves as the central interconnection board for pc boards and components. It is linked to the pcb inspiratory channel through the pcb inspiratory channel extension, enabling communication with components in the inspiratory section.

Event description:
Manufacturer's ref. #: (B)(4).

Event description:
It was reported that the ventilator generated a technical error codes indicating a turbine module communication error and power errors. There was no patient harm reported. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
Our field service engineer conducted an on-site investigation. Despite following the service manual's instructions to perform a power source reset, the issue persisted. Multiple attempts to update the software were also unsuccessful, as the equipment became locked and showed a system mode synchronization error. Several tests were conducted for troubleshooting, and it was determined that the error was due to a defective pcb main back-plane. The reported issues can be confirmed in the provided logs. The unit was returned for technical investigation performed by the customer return department. However, the unit is not repaired since it is in an unusable condition. The pcb main back-plane serves as the central interconnection board for pc boards and components. It is linked to the pcb inspiratory channel through the pcb inspiratory channel extension, enabling communication with components in the inspiratory section. A correction of field # d1 brand name, # d4 version or model #, # d4 unique identifier (UDI) were required. D1 ¿ brand name ¿ previous brand name: servo-air. Corrected brand name: base unit, servo-air. D4 ¿ version or model # - previous version or model #: servo-air. Corrected version or model #: 6882000. D4 ¿ unique identifier (UDI) # - previous unique identifier (UDI) #: missing. Corrected unique identifier (UDI) #: (B)(4).

Event description:
Manufacturer's ref. #: (B)(4).